Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired product was used.

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired implant used. Probable root cause: design: validated shelf life too short; shelf life/expiration date not adequately published on package application; distribution inefficient, sat too long in inventory before being shipped to customer; user inattentive to expiration date of product. The reported failure mode will be monitored for future reoccurrence.